Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2016. According to the complainant, while withdrawing the endoscope, the catheter broke into two pieces. No parts of the device fell inside the patient. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.